Event description:
On 2016-01-11 additional information was received from the company representative. It was reported that the cause for the overdose symptoms has not yet been identified and the volume capacity of the pump was reportedly 20 ml. Additionally, the infusion error of 42.85% was clarified to be the flow rate percentage error calculation and was reportedly correct.

Event description:
On 12/15/2015- additional information was received from a company representative (rep) indicated at the last refill (happened last week (specific date not given)) the physician did not find any anomaly or refill volume discrepancy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown manufacturer, 1000 mcg/ml) at a dose of 145 mcg/day via an implantable pump in flex mode with 3 boluses for an unknown indication. On "last monday" ((B)(6) 2015), during a pump refill, a volume discrepancy was noted. The expected reservoir volume was 5 ml, but the effective volume was 0.5 ml. The patient had a previous pocket revision (noted in the medical history) and the hcp had some difficulty during the pump refill. The difficulty was "probably due to the implant pump depth in the pocket." The hcp thought that the volume difference was due to "fluid missing in the pocket at previous refill". On (B)(6) 2015, "yesterday," the patient showed overdose symptoms specified as flaccidity and urinary incontinence. Pump overinfusion was suspected. The hcp changed the programming in order to reduce the daily dose but the patient did not feel any better. The hcp reduced the daily dose again, and the situation did not change. The physician programming as reported; (B)(6) 2015, 145 mcg/day; (B)(6) 2015, 80 mcg/day; (B)(6) 2015 60 mcg/day; (B)(6) 2015, 48 mcg/day. On (B)(6) 2015, the hcp emptied the pump and the expected volume was 19.3 ml, the effective volume was 19 ml. The rep reported an infusion error % of 42.85 (out of tolerance). The patient "felt quite better" and would be hospitalized. The hcp would program the pump to minimum rate. After minimum rate was programmed, the patient felt "better and spasticity came back". On (B)(6) 2015, a pump replacement would be "planned soon," but additional information received on 2015-11-17 indicated the hcp decided for another pump programming "but not for the pump replacement". The therapy at this time was oral baclofen (12.5 mcg/day). The outcome of the event was not reported. No troubleshooting/diagnostics occurred. Additional information has been requested regarding device information and event outcome but it was not available at the time of this report.